Manufacturer narrative:
(B)(4).

Event description:
During follow up, the right ventricular lead showed a decreased r-wave amplitude. Therapy was not compromised due to this event. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The entire lead was received for investigation. X-ray examination and electrical testing revealed no anomalies. The reported event could not be confirmed.